Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time.

Event description:
It was reported that the bd phaseal¿ optima connector (c35-o) experienced leakage between the optima connector and the magellan safety needle. The following information was provided by the initial reporter: on 5/19 reported that occasionally experience leaking between the optima connector 515070 and the magellan 25 g x 5/8" safety needle when administering sub q or im. This only occurs when administering very viscous chemo drugs that require a lot of force to administer. The nurses were not able to agree on how many times it had occurred or even the last time it occurred. No lot # data or other details were available.